Event description:
Customer reported an issue with the speaker function, indicating it was not audible, despite settings being configured correctly. A low blood glucose event occurred with the displayed value ¿low,¿ prompting the customer to consume carbohydrates with assistance from a third party. Technical support instructed the customer on various troubleshooting steps, but the pump failed to make a sound, leading to the decision to replace it. The customer was informed about the replacement process, received storage mode instructions, and acknowledged the steps to take with the new pump, including training access.